Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient had been transferred from a hospital to a rehab hospital and was placed on daily intravenous antibiotic therapy for a blood infection unrelated to the device and therapy. The patient had not told the medical staff about their spinal cord stimulation system so on (B)(6) 2018 the patient ended up having some sort of "shock therapy", which was also referred to as an external tens unit, that included connecting electrodes to the patient's back. The patient did not know if the electrodes were placed over the ins or the leads. Since the "electric shock" therapy, the patient had suddenly started feeling the ins "firing"/shocking and electrical charges were going through their stomach. This would occur when they would sit up, stand, twist, and when they would move forward in their chair. Troubleshooting was performed. When the patient stood up and turned themselves around to try and get the antenna over the implant they had an increase in pain; they stated it "hurts so bad", and was a new issue. When the programmer was synced to the ins the stimulation was on and program b was being used. The voltage was decreased to 0.40 volts (v) but the patient could still feel shocking. The patient wanted to decrease or turn off stimulation so the shocking would stop. The patient was able to turn the voltage down to 0.00v on groups 1, 2, 3, and 4 under program b. After turning the voltage down to 0.00v, the patient did not feel the shocking any longer but did report being sore due to the shocking they had been experiencing. They were able to turn off the ins but not until after they changed the batteries in the programmer, which was indicating the batteries in the programmer needed to be replaced. It was noted that the patient had been maintaining their ins charge; they had last charged on (B)(6) 2018 and have been charging every two weeks. It was also noted the patient was having a hard time finding their ins, which was very unusual and new for them. The patient had also started losing feeling in their right hand but the patient could not recall when they first noticed that. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient reporting that their stimulator has been turned off due to getting the electrical shock. The stimulator has been off for a month now and they reported getting a lot of pain in their hip and lower back and needed the stimulator turned back on. Patient mentioned that they have not spoken to their healthcare professional (hcp) about the shock and didn't even have a managing hcp at the time. Patient stated that the shock was caused by the people at their rehab turning the machine on them. Patient reported they tried to turn the stimulator on the night prior to the report however did not feel any stimulation. The patient programmer was noted as being blank at the time of the call but was able to come on. The patient programmer batteries had been replaced at their rehab and it hadn't been used since. Patient stated they got the poor communication screen on the call and confirmed that they did not have the antenna over the implant. It was reviewed for patient to have patient programmer over implant in order for communication. Patient was finally able to communicate and confirm they turned implant on and was on group b. Patient still was not feeling stimulation. Patient was given assistance on increasing stimulation from 1.05v to 2.0v where they felt stimulation. They were getting a quivery feeling on the opposite side of what they thought it was set for. Patient said group b program 1 was for the right side but they felt stimulation on the left which was not the same as before. It was suggested patient try different programs to see if they would feel stimulation on right. Patient then noted that they were feeling stimulation on the right but that it was way too high. Patient advised to decrease to comfortable level. Patient brought it down to 1.50v on program 1 which was comfortable but getting powerful again. It was reviewed that patient should decrease more if it was too strong or to just turn off and consult with their healthcare professional. Patient decreased to 0.95v and noted feeling stimulation in hands but that they were supposed to feel stimulation in the hip and not hand. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they wanted assistance turning the therapy back on. Patient was given help through increasing and adjusting stimulation on current group b program 1, 2, 3, and 4 to desired settings. Patient stated that they had group adjustment capabilities but preferred to change each program in group b individually. Patient also had a as an option but didn't want to activate that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient via a letter back to medtronic. Patient reported that the healthcare professional (hcp) just had patient call medtronic patient number. The circumstances that led to the increase in pain that was new was from the electric shock pain. Patient would use another device in which the stimulator would come on at the same time as patient forgets to not have on. Patient also reported that the cause of not being able to locate the implanted device was that they just forgot where. The shocking had stopped and resolved when they turned the stimulator off. Also the soreness, not being able to find the device, and pain had resolved. Patient's right hand issue feeling has been an ongoing problem. They would be making some time to see their hcp. More information was received on 2018-mar-19 with patient reporting that they have no idea what the cause of the stimulation issue was. They were told the stimulation sight was in the left hip and back area. Patient has used ice packs and heat pads and taken oxycontin for pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the patient was still having shocking in the abdomen and right flank. The hcp stated that the patient¿s memory was not good and was unsure if the patient actually shut off and turned down their system. The hcp noted that the patient had fumbled a lot with the programmer. The patient had not had any falls. The patient had told the hcp the shocking occurred before the tens treatment, then the patient¿s daughter indicated the shocking was after the tens treatment so the patient stated the shocking started after the tens treatment. It was reviewed that if the system was turned to 0v or off there shouldn¿t be any output from the system and other issues should be considered.